Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, after needle deployment of the second prostyle device, the plunger could not be retracted, so the prostyle device was removed from the patient anatomy. When it was removed, it was noted that the anterior needle had not come out of the "machine" [foot]. The sheath was upsized to a 14fr sheath, and the tavi procedure was completed. Hemostasis was achieved with the suture of the first prostyle device and manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam and retraction issue with the plunger were confirmed based on the returned device condition and analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported mechanical jam (anterior needle had not come out of the machine) was concluded to be related to a potential product quality issue. The difficulty removing the plunger appears to be a symptom of the mechanical jam due to the damage to the needle that occurred during deployment. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.